Event description:
It was reported that a malfunction occurred with the customer¿s pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.